Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, the distal part of the stent struts was damaged. The procedure was completed with a 2.5x30mm non-bsc stent. No patient complications were reported.